Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5594, implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the clinician viewed a carelink transmission and noted that no magnet electrogram (egm) was available. It was also reported that during two previous transmissions, there were breaks in the transmission due to loss of telemetry. The device remains in use. No patient complications have been reported as a result of this event.